Event description:
It was reported that the patient presented for a routine follow up visit. The lead impedance was noted to be unstable, but the decision was made to closely monitor the patient. The following day, the patient presented with multiple inappropriate shocks. The lead was replaced. During the replacement procedure, the lead could not be explanted, so a new lead was implanted on the left side. No further patient complications were reported as a result of this event, and the patient outcome was reported to be "clinically stable."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.